Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01178.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery for a gastrointestinal (gi) bleed using pod5 coils and ruby coils. During the procedure, the physician used another manufacturer's diagnostic catheter to select the splenic artery and then placed another manufacturer's microcatheter through the diagnostic catheter. While advancing a pod5 coil through the microcatheter, the physician experienced resistance and subsequently, the pod5 coil was unable to advance out of the tip of the microcatheter. Therefore, the pod5 coil was removed and found to be damaged. The physician then deployed a new ruby coil into target vessel and attempted to detach it using a ruby coil detachment handle (handle). However, while attempting to detach the ruby coil, the physician noticed that the ruby coil pet lock was partially separated, indicating that the coil was not fully detached. The physician then made two more attempts to detach the ruby coil but was unable to and decided to remove it. While the ruby coil was being retracted, it unintentionally detached from its pusher assembly inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the procedure was completed using a new microcatheter from the other manufacturer, new ruby coils and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the second penumbra coil device evaluated was found with the distal tip of the embolization coil partially inside the distal tip of a non-penumbra diagnostic catheter. The pet lock was broken and separated slightly. The embolization coil was intact with the pusher assembly and blood was clotted on the distal detachment tip (ddt). The sr wire was fractured and the embolization coil was unraveled. Conclusions: evaluation of the first penumbra device revealed the embolization coil was lodged inside the non-penumbra microcatheter, and the non-penumbra microcatheter was kinked and ovalized along its length. It is likely that the embolization coil became lodged inside the non-penumbra catheter due to the kinks and ovalizations of the microcatheter, causing the embolization coil to compress and stretch thus damaging the structure until it could no longer be advanced or retracted. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred after successful removal of the device from patient anatomy. Evaluation of the second penumbra device revealed that the distal end of the embolization coil was inside the distal end of the non-penumbra diagnostic catheter. This return condition indicates improper manipulation of the penumbra device outside the patient anatomy, likely post-procedural. Further evaluation of the second penumbra device revealed that the pet lock was broken, the sr wire was fractured, and there was extensive damage to the embolization coil. Due to the received condition of the penumbra device, the root cause of the observed damage could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.